Manufacturer narrative:
Insulin pump was received with frozen display on full segment display due to faulty connector on interface board. No alerts noted. No audio beeps noted. Insulin pump was received with minor scratches on lcd window.

Event description:
Customer reported he had dropped the device on the floor there are no cracks on the device. Customer stated the device alarmed watchdog timeout and had a blank display. Customer's blood glucose was unknown. Customer stated the device did not have any physical damage but the device would not go through the entire reinitializations process. Customer stated the drive support cap was normal. The display continues to stay blank. Self test resulted in not applicable. Customer was unable to perform displacement test. Customer let the device reset for four hours. New battery did not restore the display. Customer did not use recommended batteries and was advised of proper batteries to use. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.